Manufacturer narrative:
A seventh single-use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This is a summary report for lot# 18k033 and 18j023. Of the nine reported events, six units were received at the plant for evaluation. For two of the returned units, visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address the issue of ruptured bladders. For four of the returned units, fluid was noted inside the bag that the units were returned in. Visual inspection of the returned units was performed and no evidence of rupture was found from any of the four bladders. The bladders were found to be completely intact. The reported issue was not verified. Functional leak testing was performed by filling the bladders with water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. Thereafter, the units were monitored until the next day and no signs of leak were observed at the blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that the bladder of nine (9) small volume folfusors ruptured. Of the 9 events, 6 ruptured during fill, 1 ruptured after fill, and 2 ruptured during an unspecified process step. All 9 events occurred with no patient involvement. No additional information is available.